Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the gantry motion controller and ethernet port on the imaging system were replaced without resolution. The representative reported that the connections within the positioner controller were tested and found that the c-axis controller was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system would not complete the initialization process and became unresponsive. The imaging system was reported to not be responsive to motion commands from the user. The gantry door was manually opened and the imaging system was removed from the operating room (or). A separate medtronic imaging system was brought into the or to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Correction: follow-up 4 is being re-filed per request of the FDA, as the previous fu4 submission was filed and received by the FDA on 7/13/2018 under an incorrect MDR number (1723170-2018-03445) which contained the wrong year. Correction: previous MDR was an incorrect correction. Casepart analysis is relevant to this case. Device evaluation: the key motor was returned to the manufacturer for evaluation and the reported issue was confirmed. The part passed visual inspection, however, the motor failed functional testing. There was no forward or backward motion found during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: follow-up 3 is being re-filed per request of the FDA, as the previous fu3 submission was filed and rec'd by the FDA on 5/25/2018 under an incorrect MDR number (1723170-2018-03445) which contained the wrong year. Previously reported additional review determined the device evaluation summary provided in the previous report [fu2] was not related to this reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient identifier and patient sex now provided. Patient age and weight declined by the site representative.

Manufacturer narrative:
Device evaluation: the key motor was returned to the manufacturer for evaluation and the reported issue was confirmed. The part passed visual inspection, however, the motor failed functional testing. There was no forward or backward motion found during testing.